Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause is under investigation through im-CAPA (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample will not be returned to baxter for evaluation. Therefore, the reported condition of "ruptured reservoir" could not be confirmed. In addition, the lot number was unknown so a batch review could not be conducted. Should the sample and/or additional information be received, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) basal/bolus infusor device had ruptured during patient use at the hospital. There was no patient injury or medical intervention. No additional information is available.